Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a ultrasound guided cystic drainage catheter placement procedure using the navarre opti drain. Post procedure, it was noted that the suture of the locking device had fallen off at the pigtail portion of the drain. The issue involved separation of the locking device suture only, with no visible glue observed at the end of the dislodged thread. There was no report of excessive or obvious pulling force applied prior to the suture dislodgement or failure. There was no reported patient injury.